Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 72 year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. During support, the patient was repositioned for routine back care, after which an impella in aorta alarm was reported. The treating provider elected not to perform additional echocardiographic evaluation, and a decision was made to explant the device. The interventional cardiologist who removed the device reported that the impella had been repositioned at the end of the prior shift and pulled back approximately 4.5 centimeters. Although the images were not reviewed directly, the physician attributed to the impella in aorta alarm to the significant catheter retraction. Additional contributing factors included patient movement prior to the event and large body surface area. It was reported that the introducer was not peeled away outside the body. The positioning issue was reported as shallow. While on support, the impella cp device was operating at performance level 6 with expected flows of 2.6 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The device was successfully weaned and explanted. The patient survived to explant with no additional adverse events reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.